Event description:
It was reported that about one minute after connecting the tubing-set to the patient, due to a bubble alarm, air was noticed on the arterial outlet side of the oxygenator. The clinical professional tried to evacuate the air using a disposable syringe and was able to evacuate about 60 ml of air. However, it was not possible to evacuate all air from the system and the tubing-set was replaced. No consequences to the patient have been reported and the treatment was finished without further incidents. No visible damages to the tubing-set have been noticed. This event was also reported with complaint no. (B)(4) (MFR#8010762-2015-00256) as a oxygenator issue. (B)(4).

Manufacturer narrative:
The device in question was returned to maquet for investigation. During a tightness test, a leakage on the tube connection was detected. This leakage could have caused the air in the system that was originally reported. Items marked ni are unknown to us at this time.